Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part. However, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the force bipolar instrument was unable to release tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire. The internal wires were exposed as a result. Electrical continuity was tested and failed. The damage was located at the distal end on the bipolar yaw pulley. No material missing and no thermal damage was observed on the grip tips. The crimped end was still within the gripper. Additionally, the instrument was found to have a severely bent grip, causing side-to-side misalignment of the grips. There was a 0.033¿ offset at the tips. The complaint was confirmed by the failure analysis.